Event description:
The manufacturer representative (rep) reported that one of patient's implant took about an hour and it still stayed at 50%. Discussed if it's possible that patient was getting poor or fair recharge quality. Rep wasn't sure and he'sno longer with patient. Issue started about a couple days ago. The other implant recharged to 75 percent as normal. No symptoms reported.

Manufacturer narrative:
Continuation of d10: ID 37612 lot# serial# (B)(6), implanted: (B)(6) 2019. Product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative reported after spending some time with the patient they could see their coupling interval was poor which is the major reason it was taking so long to charge. Once they were able to get an excellent coupling the charging process went much quicker. The patient was also not using the patient programmer to see what their coupling interval was during this process. The patient and spouse were educated on how to use the programmer assist him with his charging.